Manufacturer narrative:
Additional information found weight should have been (B)(6) instead of (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their fractured lead explanted and replaced to address the issue. The second lead was repositioned to provide adequate coverage. The ipg was electively replaced. Therapy was restored. Note: it is unknown which lead was fractured, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04343. It was reported that the patient experienced a loss of therapy due to their lead being fractured. The fractured lead resulted in high impedances. The other lead does not provide adequate therapy. Surgical intervention may occur later to address the issue.